Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced premature ventricular contractions (pvc) and a loss of atrioventricular synchrony. It was found the patient's right atrial (ra) lead and right ventricular (rv) lead had dislodged. The ra and rv leads were repositioned and remain in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.